Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified malfunction alarms occurred. Additionally it was reported that the "battery gauge doesn't charge fully". No additional information is available as the customer declined to trouble shoot with tandem technical support. There was no reported adverse impact.